Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that when a weight based medication is entered into the system, the pt's admission weight overrides the pt's daily weight values that have been entered into the system. There was no pt injury reported. (B)(4).